Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter serial number is (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. The meter result was 3.5 inr at 7:31 am. The meter result was 2.2 inr at 7:36 am. The patient¿s therapeutic range is 2.0inr-3.0inr.